Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, abdominal distension, abnormal weight gain, alopecia, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: right ostia had 6 coils protruding and left ostia 5 coils protruding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 11-may-2021: medical record received: reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.